Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va112jg, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that the patient had the system removed (unknown reason for explant) but during removal, a tine from the lead was left in place as it had grown into the patient's bone. Caller stated urologist indicated explant was done in 2020 but no specific date was provided. Documented reported event. No further action was taken by patient services. The caller stated that the hcp was no longer practicing.